Event description:
It was reported that the tip of the subject guidewire broke off during procedure and got stuck in the catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.